Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient is on blood thinners. Patient described the area as black and blue sore from garment cutting into skin. There was no alleged device malfunction contributing to the irritation. The patient reported being in the hospital, but there is no indication of medical intervention.